Event description:
It was reported that" "the triathlon ts offset adaptor was placed inside the trial and was unable to disengage using the appropriate tool."

Manufacturer narrative:
Method: device history records, complaint history, packaging insert review and surgical protocol. Eval summary: the reported devices were returned for eval and the reported event was confirmed. The results of the investigation indicate that this event was likely caused by insufficient application of lubricant or loss of lubricant due to the use of harsh cleaning agents. A review of the device mfg history record for the reported lot of devices indicates that devices were manufactured and accepted into stock with no reported incidents. The product experience reporting database shows that there have been no other reported events regarding the reported lot of product. The current package insert of non-sterile instrument states that "instruments with articulating surfaces must be tested for movement. A moist heat compatible, medical grade lubricant should be applied to all articulating joints prior to sterilization." This is the same pt/event as MFR# 2249697-2010-00389.